Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2024. It was indicated that the patient wore the sensor beyond its intended use, which is misuse of the device. On the day of the event, the patient claimed a sensor inaccuracy that was 100 mg/dl off, but could not recall exact values. The event happened approximately a week prior to the report, but the exact date was unremembered. The incident occurred at her niece's volleyball game and she was treated with an IV with glucose (d50) in it. Neither patient symptoms nor injury were specified nor clarified. At the time of the call, the patient was not fine and the paramedics had just departed when the patient made the call related to a separate event. At the time of the report, the patient stated she was still not doing fine from the incident. No data was provided for evaluation. The allegation and the probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.